Event description:
It was reported that during insertion of the iab, the physician experienced difficulty advancing the guidewire, but was able to place the iab. After 24 hours, blood was noted in the gas tubing, so the iab was removed. There were no pt complications.